Event description:
It was reported by a distributor rep that there were no staples in the ax55g.

Manufacturer narrative:
D5,6; h2,3,4,6; g4: added additional info. D6: device returned with no lot identification. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number, not returned; cartridge position, not returned; casing position, back; hook shroud condition, good; lockout slide position, unlocked; number of staples returned in cartridge, not returned; retaining pin position, back; safety position, unlocked; trigger position, open/unlocked. Functional tests & results: hook shroud condition, good; indicator function properly, yes; lockout slide tip condition, good. Analysis conclusion: based on the info received and the visual results, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned without the cartridge. As the cartridge was not returned, further evaluation of the cartridge could not be performed. The batch history records were investigated for the instrument batch number and there were no anomalies noted for missing staples during mfg. It should be noted that a 100% visual inspection takes place during mfg to ensure that all staples are present prior to shipment. Mfg and engineering have been notified of the reported incident.